Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right occlusion only') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, psychological trauma, urinary tract disorder and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, fatigue, alopecia, weight increased, adenomyosis and endometriosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, apareunia, general abnormal bleeding menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods) and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified)- right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Case became incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- migration, general abnormal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), psych injury, urinary problems, vaginal discharge, fatigue, hair loss, weight gain, adenomyosis and endometriosis were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.